Event description:
According to the reporter: occurred during a video assisted thoracic surgery lobectomy. The device was unable to fire. The device¿s handle would not fire the second cartridge after it was loaded. There was no staple line created when the handle was squeezed closed after the green button was pressed. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Fun ctionally, the instrument was loaded with an articulating vascular/medium reload. It was observed that the green firing button was not functioning properly. An access hole was cut into the instrument body for visualization of internal components. This examination found that the grasping mechanism was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.